Manufacturer narrative:
It was reported that the patient has poly insert loosening or dislocation. A revision surgery is planned to exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient has poly insert loosening or dislocation. A revision surgery is planned to exchange the poly inserts.

Manufacturer narrative:
It was originally reported that the patient has poly insert loosening or dislocation. Revision surgery occurred. The poly inserts were exchanged during the procedure and patella was inserted. Following revision surgery, it was reported that the poly inserts were not dislocated. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was originally reported that the patient has poly insert loosening or dislocation. Revision surgery occurred. The poly inserts were exchanged during the procedure and patella was inserted. Following revision surgery, it was reported that the poly inserts were not dislocated.